Event description:
It was reported that the right ventricular (rv) lead alerted for high superior vena cava (svc) coil impedance. Varying impedance was noted between normal and high values. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.